Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective multicenter case series study was conducted to describe life-threatening (clavien-dindo greater than or equal to 4) complications following rezum water vapor thermal therapy (wvtt) for the treatment of benign prostatic hyperplasia (bph). A total of 10 patients were identified from high-volume international centers and reported during a meeting in june 2025, with procedures performed prior to that period. Case 6 was 78-year-old man with chronic obstructive pulmonary disease and arterial hypertension with lower urinary tract symptoms (luts)/bph. Following rezum procedure, the patient developed fever and macroscopic hematuria at 6 hours post-procedure. Despite supportive treatment, the patient's condition rapidly deteriorated, with hypotension, tachypnea, and respiratory failure, requiring intensive care unit admission. Laboratory tests revealed that the patient had sepsis. A contrast-enhanced computed tomography revealed a heterogenous prostate with hyperdense abscess-like areas. The patient was treated with inotropic support and broad-spectrum intravenous antibiotics. Blood and urine cultures remained negative. The clinical status progressively improved, and the patient was discharge on day 16 post-procedure, catheter-free, and with normal laboratory parameters.

Manufacturer narrative:
Cindolo, l., minore, a., schwartzmann, I., alejo, a. F., imperatore, v., lossa, v., ebbing, j., destefanis, p., hindley, r., emara, a., pastore, a., sequi, m. B., balsamo, r., knazik, r., coscarella, m., de nunzio, c., secco, s. (2026). Water vapor thermotherapy and high-grade clavien-dindo complications: retrospective analysis of 10 cases. World journal of urology, 44(392). Https://doi.org/10.1007/s00345-026-06495-x detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.